Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged after the implant procedure. It was noted there was loss of capture and no sensing/ undersensing. The lead will be revised and remains in use. No patient complications have been reported as a result of this event.